Manufacturer narrative:
This report was incorrectly filed as MDR MFR. Report # 2124823-2015-00031 for the carescape central station product. The correct MDR MFR. Report # is 3008729547-2016-00002 for the dash 4000 product. An initial MDR will be submitted with the correct information. This report was incorrectly filed as MDR MFR. Report # 2124823-2015-00031 for the carescape central station product. The correct MDR MFR. Report # is 3008729547-2016-00002 for the dash 4000 product. An initial MDR will be submitted with the correct information.

Manufacturer narrative:
Though serious injury, this is being filed as an use error report. Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reported a patient being monitored on the dash patient monitor experienced a low spo2 condition and due to a mix-up with another dash monitor, the spo2 low alarms were mistaken for false alarms and thus ignored. The customer reported an approximately 15 minute delay before anyone responded; the patient did survive the event.